Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the right atrial lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in two pieces. Full breached outer insulation degradation was found at 4.5 cm from the connector pin. This is consistent with the observation from the field of noise. All other damage found was sustained during the surgical procedure.